Event description:
Pt revised for osteolysis, polyethylene wear and loosening of femur and tibia.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.